Manufacturer narrative:
A review of the complaints database was conducted from the previous six months and three similar complaints were found related to the failure mode involving this part number. No similar complaints were found related to this lot number 11266586. A review of the two returned products was performed, one was unopened with no signs of damage and one was used by the customer and found to have a cracked hub. A functional test was performed and the catheter was found to leak from the crack in the hub confirming the customer's complaint. The cause of the crack could not be conclusively determined, but it is likely that the crack was caused by user tensile force being applied to the catheter hub based on physical examination.a conclusive root cause was not established. However, according to the product evaluation, the crack in the hub was not found to be associated with the manufacture of the product. Since the root cause could not be conclusively determined with the returned device, a corrective action will not be taken at this time.

Event description:
(B)(6) 2019: ¿crack in the line at the junction between the purple cover and the hub¿ PICC was removed.¿ (B)(6) 2019: ¿no patient injury was reported and they all required alternate access for IV fluids.¿